Event description:
Harmonic ace-initial test was okay. When the instrument activated, nothing happened. After several activations, the generator read "replace handpiece" handpiece has 64 uses remaining. Handpiece replaced with another one and instrument functioned properly. Manufacturer response for harmonic scalpel, harmonic scalpel grey cord (per site reporter): device released to manufacturer's representative.